Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. Claim #428107

Manufacturer narrative:
Diopter: +21.00. Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluated by manufacturer? No, lens not returned. (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon used a cc4204a, 21.0 diopter collamer single piece lens. The physician noticed the lens tear as he was advancing the lens in the injector. The tip of the cartridge possibly had patient contact, but the lens did not touch the eye. Backup lens, same model and size was implanted. There was no patient injury. Beverly stated it could have been the way she loaded the lens that caused the lens tear. No device malfunction.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic is torn. Piece of on haptic is torn off and missing. Lens was returned in liquid. Based on the complaint history, evaluation of the returned product and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - tears or nicks can occur at any stage from manufacture to surgical manipulation, and it is not known when the tear occurred in this case. (B)(4).